Manufacturer narrative:
E1 - initial reporter phone has an extension number (B)(6). The device is available for evaluation- it has not been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported a leakage on the cassette during infusion. The set was replaced, and therapy resumed. There was no drug exposure to anyone, and no impact to patient or healthcare provider. There was patient involvement, but no patient harm. This is the first of two events.

Manufacturer narrative:
Date returned to mfg on (B)(6) 2023. Received one of the two used 14687-15 primary plum sets for inspection. No damages or anomalies noted. Each set was leak tested per product specifications. There was a slow leak from the mating surface of the clave to the secondary port of the cassette. There were no cracks or damages observed. The reported complaint can be confirmed. The probable cause is due to an incomplete insertion during assembly in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.